Event description:
No new patient or event information has been received since the last report was submitted.

Manufacturer narrative:
It was reported, prior to patient contact, a split was noticed on one side of the double j stent. The reporting facility indicated the tether was removed prior to patient contact. A similar size stent was used to complete the procedure. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Visual examination confirmed only the stent was received without the tether. The positioner and the wire guide were not returned. The proximal coil was torn starting at the first side port, the tear stopped before reaching the proximal end and did not tear through the end of the stent. The tear had jagged edges indicating it was torn during tether removal. A review of the device history record(DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: do not force components during removal or replacement. Carefully remove the components ID any resistance is encountered. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the evidence presented by the sample, this event has been contributed to rigorous handling of the device in a clinical setting. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # ¿ pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to placement of a sof-flex pediatric double pigtail ureteral stent set, a split was noticed on one side of the stent. A similar size stent was placed to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.